Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (over 594 mg/dl) with trace ketones; cause was not known. Tandem technical support (cts) performed a pump system check and determined the pump functioned as intended. Reportedly, the customer did not perform the air removal step of the load sequence correctly. Cts educated the customer on the proper load sequence steps. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.